Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 4/29/2008 by phone, on 4/30/2008 by fax and mail and on 5/14/2008 by phone. Add'l info was received. This report was mailed to FDA on: 5/28/2008.

Event description:
A facility reported a pt had good near vision, but could not see at a distance following intraocular lens (iol) implant surgery. The surgeon performed yag and lasik surgeries in an attempt to improve the pt's distant vision. The outcome for this pt is +0.50 with good distant vision. However, now she cannot read at near distances. Add'l info received from the surgeon stated the pt has a large, decentered pupil (inferior-nasal) and the pt's pupil is not lined up with the optic of the iol.